Manufacturer narrative:
The device is not expected to return. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited micro perforation issues. This lead was replaced. No additional adverse patient effects.